Event description:
It was reported that during a heart procedure, the device was not holding clips in place. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.